Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental.

Event description:
Pt reported being hospitalized with an elevated blood glucose level of 470 mg/dl. Pt stated she has had severe problems with the infusion set cannulas being kinked. Pt reported she manually inserts the infusion sets. Attempts to f/u with the pt were unsuccessful. No further info is available. Requested return of the alleged infusion set for eval.